Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support about pausing the ilet pump and later reported seeing ¿0000¿ in the top left corner while the pump had been paused; support verified the device time, confirmed the pump was not paused, and guided the patient to review the insulin delivery graph, which showed ongoing insulin delivery despite elevated blood glucose at 285 mg/dl. Symptoms included hyperglycemia. Outcomes included no injury and no need for medical intervention. Investigation included a troubleshooting review of user interface indicators, verification of device time settings, confirmation of pump run status, and education on viewing insulin delivery. Investigation of this case revealed normal insulin delivery display and no device malfunction, with user uncertainty regarding the pause state and status indicators. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.